Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend otw survey results from an interventional cardiologist using the devices for the past year. In the past year. The physician has used sprinter legend otw 50 times using 1.25 x 6mm sized devices. Slow deflations were experienced when using the product over the last 12 months.